Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be successfully interrogated despite attempts with two different programmers and two different wands. No tones were elicited with the application of a magnet. Technical services discussed the possibility that this device is latched. This ICD will be explanted and returned for analysis.